Event description:
Report rec'd of air noted distal to the filter. The customer reports that one pt had two tubing sets with air noted distal to the filter. The homecare pt happened to look down and noted the air. The pt called the customer and was instructed to re-prime the tubing set and filter. The pt did the re-priming and this would clear the air, but the air returned again in a short while. This occurred several more times. The pt then changed the tubing set. This second set also had air noted distal to the filter. The pt troubleshoot with re-priming, but the air would recur. The customer went to a local hosp and brought the pt a different tubing set and an add-on filter. After this was initiated, no further air was observed. The customer looked closely at the filter and tubing, and reported there were no leaks visualized at the filter. The pt was receiving tpn, 2l over 12 hours via central line. The central line remained pt. The pt did not experience any symptoms of low blood sugar. The pt initiates the infusion at 8p.m. The air was noted at 2:30am. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.